Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that trial patient spent most of their day on (B)(6) 2018 in the hospital. They did not specify why. No further complications were reported or anticipated.